Event description:
Patient was revised to address cup loosening. Replaced with pinnacle 121730064, 121936164 update rec'd 11/18/2014- litigation papers received. Litigation alleges pain and elevated metal ion levels. The dob was provided. The stem and sleeve are being added to the complaint. The invoice was located for part/lot information. There is no new additional information that would affect the investigation. The complaint was updated on: 12/15/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: legal medical records received. After review of the medical records for MDR reportability, there is no new information. Received product stickers and part and lot information were updated. Complainant information was updated. This complaint was updated on: jul 25, 2017.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.